Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with implanted pacemaker and other manufacturer's right ventricular (rv) lead exhibited loss of capture (loc) during rv capture test. The health care professional (hcp) hit end after loss of capture (loc) was observed; however, the test continued for five to six paced outputs. The patient experienced lightheadedness and dizziness. Boston scientific technical services (ts) reviewed sent strips and confirmed 3.5 - 4.5 seconds of ventricular asystole observed on surface electrocardiogram during test. Ts further discussed possible cause of observation and suggested using stylus to expedite release of button delivery of command. This pacemaker remains in service.